Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 407 mg/dl t the tome of incident. Customer other relevant blood glucose level was 400 mg/dl and 68 mg/dl. Customer treated low blood glucose with glucose tablet. Customer declined trouble shooting for high blood glucose and sensor glucose vs blood glucose. Customer did not receive a sensor updating alert. Customer did receive a calibration not accepted alert and change sensor alert. The insulin pump will not be returned for analysis.